Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of 41-74 mg/dl. Low bg cause was not known. Customer¿consumed carbohydratesto address bg.